Manufacturer narrative:
Despite boston scientific's efforts, the physician involved in this case was not able to provide the serial number of the 4474 lead. This report will be updated should further information be received.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device exhibited high out-of-range pace impedance measurements and high pacing thresholds several days post-implant. A revision procedure was performed several weeks later wherein the lead was replaced. No adverse patient effects were reported.